Event description:
Toothbrush head detaches from the toothbrush - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head detached from their oral-b pro 2 toothbrush. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.